Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separated from two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 08-may-2025 investigation summary bd received 6 samples for investigation. For lot 4004460, 2 customer samples and 20 retained samples were tested with the same results. 1 customer sample and 20 retained samples were tested, all passing with no signs of damage or separation. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4004460, for the indicated failure mode: defective locking mechanism. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separated from two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to a correction: h.6. Imdrf annex b grid: b14 - analysis of production records . B15 - analysis of information provided by user/third party is to be removed from 1024879-2025-00828.

Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separated from two (2) units. No adverse impact was reported regarding the patient or user.